Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the pt was observed to have a hyphema. There was no postoperative infection. On the fifth postoperative day, the lens was removed and replaced with a different lens. No further info is expected. There are three medical device reports associated with this report. The first report was filed under MFR report # 2523835-2014-00157 and the second report was filed under # 1119421-2014-00745. This report is the second pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not the product a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Additional info has been requested. No further info is expected. (B)(4).